Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the etiology was updated to indicate the event was not related to the implant procedure.

Event description:
Information received via a healthcare professional from a foreign clinical study reported neurostimulator migration and a clinical d iagnosis of exteriorisation of the neurostimulator. The stimulator was out when the patient came back. There was no infection. The neurostimulator migration was confirmed via surgical observation (B)(6) 2015. Interventions involved explanting/replacing the neurostimulator and the extension on the same day of examination. The event resulted in in-patient hospitalization and an unscheduled urgent care visit. Etiology was noted as possibly related to the device or therapy and related to the implant procedure. The outcome was resolved without sequelae the day of replacement.